Event description:
It was reported that the patient had been hospitalized after losing consciousness due to hypoglycemia. The patient's blood glucose level dropped to 20 mg/dl while wearing the pod. The patient reported they were sleeping and their grandmother found her unconscious and called the paramedics. At the hospital, the patient was treated with 3 doses of glucagon and intravenous dextrose. The patient was discharged after 1 day. The pod was discarded by the paramedics.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone16.1 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.